Event description:
One of my mas went to open a needle today and it was furry (covered in some sort of lint). Package was intact. Vanishpoint 3cc 25g x 5/8: ref#10301, lot#a130201, exp 01/18. It's pretty impressive. On my desk because (B)(6) will want to see it and pics don't do it justice. (B)(6), rn, (B)(6) medical foundation, (B)(6). On friday (B)(6) we contacted vanishpoint and spoke with their regulatory person named (B)(6). We also sent notification throughout the (B)(6) medical foundation clinics for everyone to inspect stock on hand. We then received another report of a "furry needle" that had been discarded earlier in the week.